Manufacturer narrative:
No conclusion code available; the reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise was observed on all three channels. The cause of the noise was found to be an anomalous capacitor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when interrogation of the device showed noise on all three real time channels. Alerts for high and low high voltage lead impedance were noted as well as high pacing lead impedance. The device was explanted. The patient was in stable condition after the procedure.